Manufacturer narrative:
The hillrom technician investigated the lift and found no error, he believes there has been an user error. The most probable root cause to the event is users have lifted the arm assembly manually. A field safety corrective action, mod1228, was initiated in (B)(6) 2015. Mod1228 informed the customer that the lift arm assembly is intended to only be lifted by the actuator (lift motor) and performed a physical inspection of potentially affected devices and add a sticker to the lift portraying how users shall not manually lift the lift arm manually. Based on this, no further action is required. At the healthcare facility in this event, the mod1228 was performed (B)(6) 2016.

Event description:
Hillrom received a report from the account stating that while the patient was being transferred from the chair to the bed, the arm blocked. The patient was almost on the bed and the straps had been removed in order to settle the patient on the bed. The caregiver then removed the lifter which was positioned above the bed when the and suddenly slumped on the patient and it touched at the level of the thigh. An accident was narrowly avoided because the arm could had fallen on the patient's head. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).